Event description:
It was reported the customer received a displayable history check failed on start up alarm. The customer stated their history was erased after receiving the alarm. Customer stated their temp basal was not programmed before the alarm occurred. The customer also reported the alarm occurred during normal use. Customer was advised to monitor their insulin pump as this was normal insulin pump behavior. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.